Event description:
Customer reported the monitor was black during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated power cord for rtos. System operates as intended.